Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: symptomatic umbilical hernia. Postoperative diagnosis: incarcerated umbilical hernial. Name of procedure: laparoscopic incarcerated umbilical hernia repair with mesh. Assistant: (B)(6), lpn. Anesthesia: general. Estimated blood loss: less than 30 ml. Complications: none. Drains: none. Indications: mr. (B)(6) s a gentleman who has symptomatic umbilical hernia cleared for from his heart by his cardiologist, ready to proceed with surgical intervention. Risks, benefits and options to umbilical hernia repair were discussed with him. He understands and wishes to proceed. These include but are not limited to bleeding, infection, recurrence, injury to other structures, conversion to an open procedure, need for further procedures, open laparoscopic or endoscopic on an emergent or elective basis. He understands and wishes to proceed. Procedure details: mr. (B)(6) is taken to the operating room, placed supine upon the operating room table at which time general anesthesia was induced. Foley catheter is placed and the patient¿s abdomen was prepped and draped in the usual sterile fashion. The abdomen was entered through a left upper quadrant incision using optical port. It is entered under direct vision and insufflated to a pressure of 15. A right mid quadrant and a left lower quadrant 5 mm port are then placed. The hernia has fatty tissue incarcerated in it, this is slowly and carefully teased away and then amputated with the cautery, this identifies the hernia defect which is about a centimeter. A 10 x 15 sheet of gore-tex dualmesh was prepped with stay sutures at 12, 3, 6, and 9 o¿clock, rolled into scar. The original port upsized to a 12 and the mesh introduced to the abdominal cavity. The stay sutures were anchored transfascially using the gore suture passer at 6, 9, 12, and 3 o¿clock. The edge of the insufflation pressure was decreased to 10 and the edge of the mesh anchored with the corkscrew shaped hernia construct (protacker). The fascia of the 12 mm port incision was closed using #1 vicryl suture, cone suture passer in laparoscopic technique. Hemostasis checked for and found to be excellent. The incarcerated hernia contents were removed and sent as a pathologic specimen. The pneumoperitoneum released, transfascial sutures tied, and the skin closed at all incisions using monocryl. The patient awakened from anesthesia and taken to recovery room in stable condition.¿ on (B)(6) 2013: (B)(6) medical center. Surgery record. Implant record. Mesh dual plus 10 x 15. Expiration: 02/2016. Lot #: 11416022. Mfg: gore. Site umbilical hernia. The records confirm a gore® dualmesh® plus biomaterial (ni/11416022) was implanted during the procedure. On (B)(6) 2014: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: postoperative bowel obstruction. Postoperative diagnosis: postoperative obstruction due to adhesions. Name of procedure: exploratory laparotomy with lysis of adhesions and explantation of abdominal wall mesh. Anesthesia: general endotracheal. Estimated blood loss: less than 30 ml. Complications: none. Drains: none. Indications: mr. (B)(6) is in the hospital, not getting better from a bowel obstruction and/or ileus. He just within the last week to 10 days underwent laparoscopic umbilical hernia repair. About 4-5 days after that began with nausea and vomiting, as did his wife, and then began to get distended. Two and half to 3 days later he came to the emergency department. He was in acute renal failure with severe dehydration and hypovolemic shock and atrial fibrillation with rapid ventricular response. All those things have resolved now, risk for resuscitation, but he is still no getting better, so we have opted to proceed with exploration today. Risks, benefits and options to that were discussed with him including possibility of bleeding, infection, bowel resection, not finding anything wrong, needing further procedures, colostomy, among other things. He understands and wishes to proceed. Procedure: mr. (B)(6) is taken to the operating room, placed supine upon the operating table, at which time general anesthesia was induced. The patient¿s abdomen was prepped and draped in the usual sterile fashion. The abdomen was entered through a midline incision, taken down to subcutaneous tissue, fascia opened in the midline. The mesh was identified, it was carefully opened and the abdominal cavity entered. The mesh was split lengthwise but left in place at this point. The bowel was terribly adhered to the left side of the mesh completely obstructing itself. The protacker hernia construct (corkscrews) were very imprinted on the bowel and seemed to be the point where the bowel was completely adhered. I mobilized the anterior abdominal wall completely of all adhesions, freed the bowel and ran it proximally and distally. I could find no other abnormalities within the abdominal cavity. Minimal fluid. No pus, no enterotomies, no leakage of bowel contents. I felt like the safest thing to do would be remove the mesh and all of the hernia constructs. So I did this, sent this for gross only, made sure the abdominal wall was freed and then closed the abdominal wall in the midline after irrigating the abdomen completely. The closure was a smead-jones type closure using #1 figure-of-eight prolene sutures. The subcutaneous tissue was copiously irrigated. The scarpa¿s fascia closed with 3-0 vicryl. The skin closed with subcuticular monocryl. Steri-strips applied. Sterile dressing applied. The patient awakened from anesthesia and taken to recovery room in stable condition.¿ on (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11416022. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstruction and mesh removal. Additional event specific information was not provided.